Manufacturer narrative:
(B)(4). Manufacturing date is jan 2010. The device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected to the device at the time of the alarm. The nurse cleared the alarm and noted that there was an open clamp on the unused supply line. The patient closed the clamp on the line and ended therapy. The nurse reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.